Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from customer, reporting that the v60 ventilator was contaminated. The device was in clinical use when the issue occurred. The patient tested positive for bacteria (chrysaneobacterium) after being connected to the v60 ventilator. The customer reported that a bacteria (chrysaneobacterium) was detected in the surgery room, and the patient connected to the v60 ventilator was infected. Additional information is being gathered and a follow up will be submitted. Investigation is ongoing.

Manufacturer narrative:
Further good faith efforts yielded additional information stating that the root cause of the bacterial infection could not be determined, and no medical or clinical interventions were known to be provided to the patient status-post the bacterial infection. As such, there is insufficient evidence that this complaint record constitutes a serious injury. Therefore, the device did not cause and/or contribute to a death or serious injury.